Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A follow up response via email was received from the clinic on (B)(6) 2020. The pdrn was unable to identify a cause or source of the leak. The patient discovered the fluid leak after the multiple alarms from the cycler. The patient was not treated with prophylaxis by the clinic and no cultures were taken. The cassette is unavailable to return for physical evaluation. The patient has received a replacement cycler and has been able to continue pd treatment without further issues. The patient¿s cycler had not been picked up and another attempt will be made to schedule a different pick up time and date for the cycler so that it can be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette during drain 1 of 5 of pd treatment. The patient reported receiving volume error warning alarm during drain 1 of 5. The source of the leak is unknown. The cassette used by the patient could not be located. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. The cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn is unsure if the patient has received a new cycler and returned the reported cycler. Multiple attempts were made to acquire additional information from the patient, however, to date a response has not been received.